Event description:
It was reported that post implant of the leadless implantable pulse generator (ipg), the ipg thresholds increased daily. Four days post implant, the ipg had no capture and pauses were noted. The patient experienced heart block with heart rates in the 20¿s. A temporary pacer wire was introduced. The leadless ipg was interrogated again and had high impedance and thresholds. After running sensing and impedances the leadless ipg was sensing appropriate paced waves from the temporary wire and impedance had decreased. The physician did not want to run thresholds due to the patient¿s pressures dropping. Four hours later, the leadless ipg was again not capturing. A transvenous ipg system was implanted and the leadless ipg was reprogrammed and remains in use for back up pacing. No further patient complications have been reported as a result of this event.